Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected in the lips with juvéderm® volift® with lidocaine. At an unspecified time later, patient developed infection at injection site that led to sepsis. Patient was hospitalized and had extensive antibiotic therapy. Injection site had pus and scabbing for multiple weeks following symptom onset. Patient now experienced lumpy lips with "pockets" that have formed and potential scarring.